Event description:
The customer used the wrong control solution (contour) on the contour next link. The meter did not automatically mark the reading as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the strips for investigation. New meter, strips and control were sent to the customer.